Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 42 mg/dl. The customer's was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose values. The customer did not provide details regarding symptoms of low blood glucose. The customer was treated with apple juice. The customer was using insulin pump system within 48 hours of reported blood glucose event. The customer report customer did not allege insulin pump was under delivering and over delivering. The customer stated that insulin pump was worn during a medical procedure. The device is not expected to be returned for analysis.